Event description:
Clinician explanted a valve last night on a (B)(6) y.o. Patient. He would like it tested to see what the current setting is at. He tested the valve during the operation and wasn't sure if it was functioning or not. The patient's ventricles were larger than he desired and the patient had peritonitis. Yet, the culture for infection came back negative. Please send me an explant kit and a replacement valve, 823182, directly to the account. (B)(6) 2015. 1) what actions were taken as a result of this incident? Revision 5/3 and now 5/6 that replacement is being removed. The patient has leaked out csf and has infection. 2) is there a serial or lot number you can provide? 3) please provide the original implant and explant date if known. Explant (B)(6). 4) please provide the alert date. (B)(6). What the doctor learned after my initial email today was that the distal catheter was nicked when the plastics did their case. That has led to the infection and second need to remove the system. Original implant was (B)(6) 2014. So, that valve does not need to be replaced but the one from today does.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: 2 small tears/cuts were found in the silicone housing on the sides of the valve. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, leaked from the 2 small tears/cuts in silicone housing. The valve was reflux tested, failed. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was pressure tested at 110mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3164, with lot crbcc1, conformed to the specifications when released to stock on the 7th march 2014. Review of the sterilization certificate conformed to the specification when released on the 17th february 2014. The root causes of the programming and blockage problem is due to biological debris, this was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, the cam mechanism pillar, and on the base plate. The root cause for the 2 small tears/cuts found in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut / tear resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.